Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
They do not apply on the skin correctly.

Event description:
They do not apply on the skin correctly.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of (B)(4) pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The same unit was returned for tc#(B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned, and the first staple was partially formed. The stapler was returned with (B)(4) staples remaining in the cover block. The trigger was returned partially engaged. Signs of use in the form of biological material was present on the device. The stapler was returned with the first three staples misaligned and the first staple partially formed. The first staple was removed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first three staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An attempt was made to manually realign the staples; however, the stapler still would not fire staples. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first three staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue in nonconformance. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on february 28, 2022. The returned sample was manufactured prior to these corrective actions. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The returned sample was manufactured prior to the corrective actions implemented to address this issue in a nonconformance. Teleflex will continue to monitor and trend on complaints of this nature.